Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the final investigation. Updated fields: a6, b5, b6, b7, d8, d9, e1, g3, h2, h3, h4, h6, h10 a device evaluation was performed, and the customer's allegation was confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the potential cause of the malfunction was due to component failure of the pump head. It is likely the performance of the device deteriorated over time as the number of usages increased. However, a definitive root cause of the pump head failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a "lack of flow due to poor pump head ". The issue occurred during preparation for use and was not used in a procedure or with a patient. There were no reports of patient harm.

Event description:
It was reported the subject device had a "lack of flow due to poor pump head ". There was no patient involvement in this reported event. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.